Event description:
During an electrical test, the technician found the power cord lost ground.

Manufacturer narrative:
The technician found the screws for the power cord leads were loose. The technician tightened the screws to repair the bed.